Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. A combination of patient and procedural factors appear to have caused or contributed to this incident. It was reported that the device is expected to be returned for analysis. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed. Device not returned for evaluation.

Event description:
Left femoral was used in access, descending aorta had some tortuousity but lotus system was delivered into aorta with normal manipulation of lotus catheter. In lead-in position - all locking systems was checked for different views - no twisting was seen in any of them. During locking phase early click happened three different times. Every time normal troubleshooting was done, but we did not manage to finalise locking. Also layover technique was used. We did one partial resheath and repeated all but still not able to lock. Frame had still only moderate waist in all different angio angles. During second attempt safari wire moved thru mitral valve, but team managed to manipulate it back to mid left ventricle. We did one full resheath to have one more try, but we were still not able to lock the valve. After this team decided to take devices out had stop the procedure with out trying with new device. Patient was stable in hemodynamics, no conduction disorders and native aortic valve was not leaving more than before procedure.